Event description:
Smartez pump (se0200-100, lot# s8e46) containing ertapenem 1 gram in 0.9% sodium chloride 100ml would not infuse after 20 minutes. PICC line flushing without problem. Ed is dripping when disconnected and unclamped.